Manufacturer narrative:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change so it could not be used. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty. Additional information was requested but not provided. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned, inserted on the received unit. The indicator window was positioned at black/white/red. No additional anomalies were observed during this visual analysis. Functional evaluations related to both the guard deployment simulation and the overall deployment simulation test could not be performed, as the unit was received already deployed. Despite this limitation, the deployed state of the unit did not exhibit any abnormalities suggestive of improper activation or deviation from intended function. A high-magnification evaluation was performed to examine the device's internal mechanism assembly configuration. No abnormal conditions or obstructions were observed that could be linked to a malfunction. A review of the manufacturing documentation associated with lot 18193160 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device as it was received fully deployed. Functional analysis could not be carried out due to complete deployment of the received device. The internal mechanism had no anomalies. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the window of a 5f exoseal vascular closure device (vcd) did not change so it could not be used. There was no reported patient injury. The device was being used in a percutaneous transluminal angioplasty. Additional information was requested but not provided. The device was not returned or evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.